Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that the door switch was not closing properly. The representative adjusted the switch and the gantry motion controller started calibrating properly again. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system rotate home motion lost direction or lost home. The representative attempted to re-validate home and all motions on the system validated except the rotate motion. There was no patient present when this issue was identified as this occurred during training. No additional information was provided.